Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking back blood. The caller reported that the physician believes they may have punctured the valve when inserting the dilator. The sheath was replaced and the issue resolved. The procedure continued. Additional information received indicated the sheath was being used on the patient. Air did not enter the patient¿s body and the issue did not require percutaneous, surgical removal or medical intervention. The hemostasis valve (gasket) did not break into two or more separate pieces. It was also reported it was possible that the hemostatic valve/brim cap/hub became detached from the sheath, but it could not be confirmed. Blood return was observed, but hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal.

Manufacturer narrative:
On 10-aug-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking back blood. The caller reported that the physician believes they may have punctured the valve when inserting the dilator. The sheath was replaced and the issue resolved. The procedure continued. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).